Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s ilet bionic pancreas did not register meal announcements despite the user following the on-device meal announcement process, with only one announcement initially appearing in reports and subsequent announcements intermittently absent. Symptoms included no adverse clinical effects, with blood glucose reported in range and no hypoglycemia. Outcomes included user frustration without medical intervention or hospitalization. Investigation included guided meal announcement over the phone with confirmation of proper logging, education on correct announcement workflow, request for a user video demonstrating the issue, and replacement of the device with return of the reported device for evaluation. Investigation of this case revealed an intermittent failure of the device to record meal announcements as reflected in device history and reports, while automated glucose control remained functional. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction affecting meal announcement recording.